Event description:
It was reported that during an lavh procedure, the device would not staple or cut with the white reload. The device made a crunching noise when it was fired. No buttressing material was being used. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. While no conclusion should be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specs; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.